Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 programmer (s/n (B)(6)) revealed that the main board needed to be replaced due to no power, the lcd was scratched and replaced, and the back case was cracked/broken/worn and also needed to be replaced. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was that the battery went dead and wouldn't charge up since the cord was bad. Pt said that they had been without stimulation for three days and they couldn't move since the ins took the pain away. Patient services (pss) clarified with the pt as pss understood that the implant (ins) wouldn't charge as the recharger was bad, however the pt said that the ac power supply was bad since the cord was frayed so they twisted the wires together and the light would come on on the box but as soon as they unplugged it the controller went blank and even when the controller was charged they couldn't get into the box since the screen was blank so they would have to reconnect the controller to the power supply to get the controller to power back on. Pt said that they would feel the ins working however. Pt said that the only way to get a reading on the controller was to have the controller connected to the power supply.  Pt said that they were taking 3600 mg of pain pills and the strongest pain patch they could get and they were still in all kinds of pain. Pt said that the ins worked but right now they were back in pain again. When asked for the event date, pt said that it had been doing this for awhile for about a month and that the issue was getting worse and worse. A replacement controller, battery pack and ac power supply was sent out. Pt and spouse called back asking for assistance to finish pairing the controller, specifically date/time. Agent walked caller through this process and started implant charge session. Agent instructed caller to charge implant and then turn therapy on. Caller stated the implant is at 30%; agent walked caller through turning stim on. Caller repeated mention of symptoms; that the pt was in pain without therapy.